Event description:
It was reported that bd insyte-n autoguard winged yel 24gax.56in broke off and remained in the patient's scalp. Additional surgical intervention was required to recover the catheter. Additionally, the catheter leaked. The following information was provided by the initial reporter: "it was reported that catheter remained in scalp, was able to be felt but was not visible".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used catheter with no product documentation to indicate lot number. The catheter was returned with an extension set attached to the luer and a dressing adhered to the winged portion of the catheter adapter. A gross visual inspection of the returned unit found that the catheter tubing was broken off at the nose of the adapter but the broken off piece of the catheter tubing was not returned for investigation. The reported defect was confirmed. Microscopic inspection found that the catheter break was mostly flush against the nose of the adapter. The surface with the missing end was mostly a smooth surface with sections of rough, slightly raised surface. Near one of these rough sections there was some stretched catheter material. This indicated that the catheter was likely partially cut by a sharp instrument, creating the smooth surface, and then experienced tensile stress that broke the catheter tubing, causing the rough surface. The stretched section further indicated that the catheter experienced material fatigue, which broke the catheter tubing. Manufacturing caused damage to the catheter, such as a hole, is possible, however the cut end of the tubing did not have an indication that the tear had started with a hole. Moreover, a hole in the catheter tubing would produce an immediate leak, and a 10-day tenure of the device, as indicated in the event report, would not be likely. Damage to a catheter can also occur due to the needle piercing through the catheter during venipunture; however, the characteristic v-shaped cut was not present. Additionally, it is unlikely that the torn edge of the tubing would look smooth and uniform if the flexible tubing material was bent, stretched, and pulled over time making that scenario unlikely. Based on appearance and shape of the cut, the most likely root cause was determined to be coming into contact with a sharp instrument (e.g., scissors) during use. Scissors or other sharp instruments may damage the catheter if used at or near the insertion site. A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-n autoguard winged yel 24gax.56in broke off and remained in the patient's scalp. Additional surgical intervention was required to recover the catheter. Additionally, the catheter leaked. The following information was provided by the initial reporter: "it was reported that catheter remained in scalp, was able to be felt but was not visible."